Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the supplies during the initial drain of peritoneal dialysis. The customer stated that there was solution on the floor, but they did not see any leaks. The patient thought the fluid may have come out of the end of the patient line during priming. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.